Manufacturer narrative:
Additional information received; the patient remains clinically stable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film analysis conclusion: the reported endoleak was confirmed based on the films provided; however, the cause and subtype of endoleak cannot be definitively c lassified and may represent a type iiia, type iiib, or type ii endoleak. A type iiib endoleak cannot be ruled out; however initial contrast injection does not demonstrate contrast leak, although delayed imaging does reveal contrast leak. Prominent lumbar arteries are visualized, indicating a possible type ii endoleak, although this cannot be definitively determined. There does not appear to be a type ia or a type ib endoleak. Both iliac limbs are widely patent. No actions or planned actions have been reported by the site suggesting possibility of a type IV or v endoleak with potential for self-resolution, but again, this cannot be confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with a 57 mm aneurysm underwent an initial endovascular aortic repair using the stent graft esbf2314c103ee endur iis bif, stent graft etlw1620c124ee endur ii limb, and stent graft etlw1616c124ee endur ii limb. During the procedure, final angiography revealed a persistent type iii endoleak, which was suspected to be due to a stent graft tear at the main body bifurcation. Multiple balloon dilatations were performed, and repeat angiography was conducted; however, the endoleak persisted and could not be resolved intraoperatively. The proximal segment of the left contralateral limb demonstrated an abnormal configuration where the physician commented it appeared unusually slightly stretched or elongated in shape. During inpatient observation, elevated inflammatory markers were noted. The patients blood pressure was measured to have increase from pre-procedural values and a CT was performed to check for infection. The inflammatory marker increase was considered by the physician to be a normal post-procedural response and likely seperate from the device or endoleak. A post-procedural computed tomography scan performed four days after the procedure, and a follow-up scan, confirmed the ongoing presence of the endoleak. The cause of the event was believed to be limited to a type iii tear of the main body. The patient will return for follow-up in several months. No additional clinical sequalae was provided and the patient will be monitored.

Manufacturer narrative:
Additional information received; it was confirmed that during the procedure, final angiography revealed an endoleak, which was suspected to be a type IV endoleak. As it was suspected to be a type IV, it was expected to resolve on its own and so it was planned for follow up observation. As a type IV endoleak would have been expected to have resolved, this raised concern that it was a type iiib endoleak. It was clarified that it was the proximal segment of the contralateral limb of the main body that demonstrated an abnormal configuration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.